Event description:
A malfunction was reported on the pump, identified by a code indicating momentary power loss to the vibrator motor. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support should the problem recur.